Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform (acp) cfg to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The error 32098 was found in the error logs indicating blmc error and confirming this error did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This acp cfg was installed, successfully programmed and tested on the pca golden system where error 32098 was triggered at startup, replicating the reported event. This acp cfg was aba tested with a well-known gold unit and was able to confirmed and verified as the source of the fault. As a result of the test and findings, failure analysis was able to conclude that this acp cfg was verified to be the root cause of the reported event. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer called a technical support engineer (tse) and reported that the patient side cart (psc) shows error 32098 boom and cart drive are disabled. The procedure was converted to laparoscopic surgery with no reported injury.